Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: additional information: block b5 has been updated based on the additional information that a scope cleaning was completed using another of the same device and the detached brush came out of the scope via the processing machine.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the brush broke off in the scope. The detached brush was retrieved from the scope. The scope cleaning was completed using a different brush. There was no patient involvement in this event. Additional information received on march 28, 2024: the scope cleaning was completed using another of the same device. In addition, it was reported that the processing machine pushed the detached brush out of the scope.

Manufacturer narrative:
D4: this is a non-sterile device with no expiration date. H6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on march 01, 2024. During scope cleaning, the brush broke off in the scope. The detached brush was retrieved from the scope. The scope cleaning was completed using a different brush. There was no patient involvement in this event.